Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. According to serial numbers reported, patient may have discarded the new transmitter and is attempting to use an old transmitter. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.